Event description:
It was reported that the screen of the external pulse generator was cracked. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) window is broken. Upper and lower case halves, both bail covers, and ring cover are broken. Lead flex cover is corroded. Battery contacts are compressed. One bail is bent and one bail is rusted. The ring is missing. Battery drawer has tool marks.